Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, image flickers due to faulty cable occurred because the video function did not work properly due to faulty cable. The cause of the defective cable could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed; however, the image was flashing due to twisted cable. An additional issue with the coupler was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during reprocessing the high definition autoclavable camera head while working with the wa22367a/working element for resection in a saline unit, was experiencing a flickering image. The intended diagnostic procedure was completed successfully with the same device with no delay. The patient was not under sedation. There were no reports of patient harm associated with this event.